Event description:
Shortly after angio-seal was deployed, the pt's left hand was noted to be cooler to touch and dusky in color. Weak brachial pulse palpated. Left radial pulse absent. Pt had to go to the or 3 days later for an embolectomy of the brachial artery, decompression of axillary/subclavian artery hematoma, and removal of angio-seal device from subclavian artery. She had to return to the or again 2 days later for drainage of left axillary hematoma. Pt had to return to ir 5 days later after that for decreased blood flow to hand.